Event description:
It was reported that a saturation fault happened with the 9600+ system. The system did not function after reboot. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. After swapping high voltage cables, the investigation indicated that the batteries needed to be replaced. Replaced batteries. The system was tested and found to be working as intended and placed back into service.